Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and found to have a broken monopolar yaw pulley at the distal clevis. As a result, it can no longer to follow surgeon's commands. A broken piece measuring approximately 0.1070¿ x 0.0390¿ was missing. The components surrounding the break exhibited damage that would have contributed to the broken yaw pulley. Additionally, instrument was found to have scratches at the distal clevis, broken yaw pulley and a derailed grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument initially worked without issue; however, right at very end when the instrument was removed and re-inserted, the instrument exhibited movement issue. Use of the instrument was discontinued. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no back-up instrument was needed, as this occurred nearing the end of the case. The procedure was completed with no delay. The instrument did not move at all (remained static) when commanded.